Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 15 mg/ml concentration at 0.05 mg/day dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient had a family emergency and missed a refill of the pump. The pump reservoir was empty. The hcp was refilling with a lower concentration and programming a lower dose but he couldn't achieve the dose he needed due to the old drug concentration 15 mg/ml. Patient was due for a refill. No patient symptoms were reported. No further complications were reported.